Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was found that the patient underwent a pump exchange on (B)(6)2019. Multiple attempts were made to obtain additional information regarding the event and the product¿s return status; however, no further information was provided by the account and the product has not be returned to date. If the pump is returned at a later date, this investigation will be reopened to include the device evaluation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange (B)(6) 2019. No further information was provided.